Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 4.0cm aus cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Adverse event or product problem: changed to product problem and adverse event, event description: it was reported that the patient experienced fluid loss with an artificial urinary sphincter (aus), evaluation code: device code.

Event description:
It was reported that the patient experienced fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 4.0cm aus cuff, pump, and balloon were implanted. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 4.0cm aus cuff, pump, and balloon were implanted. Should additional relevant details become available, a supplemental report will be submitted. Additional information was reported that the patient experienced erosion due to catheterization in an ER.

Manufacturer narrative:
Additional information: additional information: changed to product problem and adverse event, it was reported that the patient experienced fluid loss with an artificial urinary sphincter (aus).